Manufacturer narrative:
(B)(4). It was reported that "go" was pressed prior to patient connection, which is a user error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and for when and how to connect to the disposable set. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line) alarm had occurred on the homechoice (hc) device. This occurred during the initial drain. The care giver (cg) stated that "go" was pressed prior to the home patient (hp) being connected. The technical service representative (tsr) had the cg close all the clamps and cycle the power in order to clear the alarm. The tsr advised the cg to start over with new supplies. There was no adverse event associated with this report.